Event description:
To our knowledge / understanding of the reported event, 1 patient has been inserted a folysil catheter. During the dwelling time, the balloon burst in situ, the catheter fell out, and the balloon was cut in two, without reported injury to the patient nor cystoscopy to check the bladder and remove balloon fragments, if needed. The incident probably required re-intervention for change of catheter.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn¿t find other complaint on the lot n° 9008430. Checking the quality databases revealed one anomaly in connection with the described defect, a CAPA monitoring (CAPA-000152) on balloon issues on folysil and silicone prostatic catheters. The trending for inflation and deflation issues is followed and is below the threshold of 25 ppm. A similar cases study was done based on same item number, defect deflate over last four years, four similar cases were found. The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was tested prior to placement. The morning after the device was placed, the patient was found in hospital with a deflated balloon and the device no longer in place.